Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right accessory renal artery using pod coils, a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, after advancing a pod coil just past the hub of the lantern, the physician experienced resistance, and subsequently, kinked the pusher assembly of the pod coil. Therefore, the pod coil was retracted and removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.